Event description:
Caller reported that a malfunction occurred on the pump, specifically displaying malfunction code malf 0 with fault ID 0x277d. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the caller by providing pump reset information, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact for further issues if the malfunction code recurred, which the caller acknowledged and understood.